Event description:
A patient reported being injected in the lips with half a syringe of juvéderm® ultra xc. The following month the patient was injected with the remainder of the same syringe off label in the chin. The patient was concomitantly taking antidepressants and birth control. Shortly after the second injection in the chin, the patient experienced ¿tingling in their lower left lip.¿ a month or two after injection, the patient had the filler dissolved and then experienced a lot of pain. Later, the patient was diagnosed with nerve damage and trigeminal neuralgia. The symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the first suspect product, juvéderm® ultra xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.